Event description:
It was reported that pump displayed cgm error and caller experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was walked through complete pump reset, and after reset error did not reappear and sensor session was successfully started.